Event description:
Revision occurred approximately 4 years after the primary surgery, which occurred on (B)(6) 2021. No fall or other trauma reported. Revision occurred due to loosening of glenoid components. 36 mm centered glenosphere and 36 mm + 3 standard humeral cup were explanted. These parts were replaced with a 36 mm + 3 centered glenosphere and a 36 mm + 6 standard humeral cup. Revision occurred approximately 4 years after the primary surgery, which occurred on (B)(6) 2021. No fall or other trauma reported. Revision occurred due to loosening of glenoid components. 36 mm centered glenosphere and 36 mm + 3 standard humeral cup were explanted. These parts were replaced with a 36 mm + 3 centered glenosphere and a 36 mm + 6 standard humeral cup.

Manufacturer narrative:
Revision occurred after 4 years due to loosening of glenoid components. No actual, implied, or suspect link to fx product.